Manufacturer narrative:
Batch review performed on 31 march 2022: lot 2001623: (B)(4) items manufactured and released on 17-jun-2020. Expiration date: 2025-jun-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Additional device involved. Batch review performed on 31 march 2022: gmk-sphere 02.12.0411fl tibial insert fixed sphere flex size 4/11 mm l (k140826) lot 2002727: (B)(4) items manufactured and released on 18-jun-2020. Expiration date: 2025-jun-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery performed 1 year and 5 months after the primary surgery due to instability. During the revision surgery, the tibia was found to be loose. Tibia revised and higher liner implanted.